Event description:
Rn entered room to find large puddle of dialysate leaking from inside cvvh machine. Cvvh stopped, blood returned, and filter changed. Filter leak appeared to come from bladder of filter.